Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that when starting the left hip arthroplasty, the necessary instruments are organized on the surgical table for the performance of the procedure and it is evident that the flexible drill handle reference of the equipment does not grab the bits, it does not allow them to attach effectively to perform the perforations for the acetabular screws.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: according to the information received, " when starting the left hip arthroplasty, the necessary instruments are organized on the surgical table for the performance of the procedure and it is evident that the flexible drill handle reference * lot of the equipment does not grab the bits, it does not allow them to attach effectively to perform the perforations for the acetabular screws." The product was not returned to medtech orthopaedics; however, photos were provided for review. The photo investigation did not reveal that quickset flex dr sft qck cple (227452000) had any functional issues like assembly issue, holding issue. The evidence provided was not sufficient to confirm the reported event. Functionality issues cannot be evaluated through photo investigation. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the quickset flex dr sft qck cple would not contribute to the complaint about the device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.